Event description:
It was reported that approximately 12 hours into perfusion with the liver on board, message code 370 (low portal flow) was noted along with a portal flow reading of 0.0 ml/min. With the physician in the room, the perfusion was stopped and restarted to troubleshoot the issue. Upon restart perfusion, portal flow was detected within the normal range. The liver was successfully transplanted.

Manufacturer narrative:
The reported event of low portal flow could be confirmed through the perfusion data provided. Review of the data indicates that prior to the low portal flow, message code 180 (hardware issue) was correctly delivered, likely due to the portal pinch valve failing to reopen. 80 seconds later, message code 370 (low portal flow) appeared as reported. 12 minutes after the initial 370 message code appeared, the perfusion was paused and restarted to good effect. Flows and pressures quickly normalized.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.